Event description:
We received an adverse incident report from the (B)(6), which was authorized by the user facility. The report states that during a shoulder repair a portion of the distal tip of the bioknotless br anchor's inserter, which was being used for fixation, broke off into the anchor upon deployment into the bone hole. The fragment remains in the anchor which is captured in the bone. The facility is not reporting any patient harm. At this time, this is all of the information presented to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Unknown if being returned or not.

Manufacturer narrative:
It appears that this issue is a duplication of another received and resolved event. Originally we had received on april 26, 2013, this vigilance report (2013/004/024/401/011) via the mhra ((B)(4) competent authority) which had been authored by the user facility; both a vigilance report (B)(4) and an MDR (1221934-2013-00120) were filed. The user facility also reported the incident independently to our (B)(4) affiliate; both of the received complaints had some slight differences in terms of detail; different facility contact (B)(6), a slightly different lot identification (3646474 vs. 3646473), and device quantity difference (1 vs. 2 each). Anyways, the differences were enough to trigger another complaint and regulatory report ((B)(4) and mdrs 1221934-2013-00139 & 1221934-2013-00141). Through much communication and diligence the user facility states, through our (B)(4) affiliate, that these two reported issues are indeed one and the same. The issue reported to our affiliate as our file 20100058485 was oral from the user facility; however the report received from the (B)(4) ca was a written report, which the user facility stands on, is considered to be the more accurate of the two. At this point in time we close out this issue with the following device analysis that was submitted on (B)(4) and mdrs 1221934-2013-00139 & 1221934-2013-00141. We received two complaint devices, which were visually evaluated, both with the naked eye and under magnification. The complaint states that a portion of the distal tips of 2 inserters broke off during the surgery; however, only 1 of the 2 devices are in that condition. In other words, 1 device has a portion of its distal tip broken and the other is intact, no damage and no anomalies. Both devices are of the same lot: a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint, our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; outside of the following hypothesis we cannot discern any other root for the reported issue: this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, ¿tip breakage¿ or ¿shaft bending¿, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.